Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium result and falsely elevated carbon dioxide (co2) results generated on the alinity c processing module for multiple samples. (Customer provided normal range sodium 136-145 mmol/l; co2 22-29 mmol/l). The following results were provided: sid: (B)(6) initial co2 result = 41 mmol/l, repeat result = 26 mmol/l. Sid: (B)(6) initial co2 result = 41, repeat result = 22 mmol/l. Sid: (B)(6) initial co2 result = 37 mmol/l, repeat result = 23 mmol/l. Sid: (B)(6) initial co2 result = 34 mmol/l, repeat result = 19 mmol/l. Sid: (B)(6) initial co2 result = 29 mmol/l, repeat result = 26 mmol/l. Sid: (B)(6) initial sodium result = 111 mmol/l, repeat result = 139 mmol/l. The repeat results were run on another alinity. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module and determined the nozzle c4 #1, #4, #5 (rohs) the cause of the result issue. The fsr replaced the part, resolving the issue. No additional result issues have been reported since the service activity. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Data and information provided by the customer were reviewed and support the complaint issue. A review of complaint and trending data for the alinity c processing module did not identify any similar issues related to the current issue. Additionally review of complaint and trending data associated with nozzle c4 #1, #4, #5 (rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances and potential non-conformances related to the current issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or the nozzle c4 #1, #4, #5 (rohs) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium result and falsely elevated carbon dioxide (co2) results generated on the alinity c processing module for multiple samples. (Customer provided normal range sodium 136-145 mmol/l; co2 22-29 mmol/l) the following results were provided: sid (B)(6), initial co2 result = 41 mmol/l, repeat result = 26 mmol/l, sid (b)(6(, initial co2 result = 41, repeat result = 22 mmol/l, sid (B)(6), initial co2 result = 37 mmol/l, repeat result = 23 mmol/l, sid (B)(6), initial co2 result = 34 mmol/l, repeat result = 19 mmol/l, sid (B)(6), initial co2 result = 29 mmol/l, repeat result = 26 mmol/l, sid (B)(6), initial sodium result = 111 mmol/l, repeat result = 139 mmol/l. The repeat results were run on another alinity. No impact to patient management was reported.